Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12828. It was reported that the patient presented for a follow-up in clinic. During examination of the lead, it was noted that the right ventricular (rv) lead had high pacing impedance, no capture and no sensing of r-waves. Physician ordered chest x-ray to confirm dislodgement. On (B)(6) 2021, physician brought the patient in for lead revision. During the lead revision procedure, physician explanted the implantable cardioverter defibrillator (ICD) and the rv lead, during testing of the lead, the impedance, capture and sensing values all fell in normal range. The physician suggested that the issue was due to set screw not tightened properly or that the lead was not seated properly into the header. The physician implanted same ICD and the rv lead without further incident. The patient was in stable condition.